Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported uncorrected cylinder in the right eye at the one week post lasik visit. Patient had blurry and double vision. No additional procedures are planned at this time.